Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01505 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml bale was peeled off from tube. The following information was provided by the initial reporter: the customer found the label on a tube to be peeled off upon arrival.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml bale was peeled off from tube. The following information was provided by the initial reporter: the customer found the label on a tube to be peeled off upon arrival.